Event description:
The customer reported to olympus that there was no image while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
E2: reporter occupation should be blank and not "n" (as automatically populating). The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation noted due to disconnection in cable unit, the endoscopic image cannot be displayed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, ¿if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation ". Based on investigation results, the complaint was confirmed and was due to disconnection in cable. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
See h10